Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) tubing. Upon follow-up, the customer stated that there were no further issues. The cause of the discordant, falsely low na, k, and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension exl with lm instrument. The discordant low results were not reported to the physician(s). Higher results were obtained when tested on the same instrument and an alternate dimension exl instrument. The higher results obtained were reported as correct to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k, and cl results.